Event description:
It was reported that the customer had an alert that they could not hear. Customer needed to have a much louder alert that can turn on and off. Customer's blood glucose level was 34 mg/dl. Last night, the firefighters came and revived the customer. Customer had an issue with the pump location and it took him up to 500 mg/dl. Customer took external shots which brought his blood glucose level down. Customer hooked the pump back up and this caused the low blood glucose reading. Customer declined troubleshooting for low and high blood glucose levels. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.